Event description:
The customer reported to olympus, the evis lucera ultrasound gastrovideoscope had poor forceps raising (rattling). The issue was found during evaluation. Inspection and testing of the returned device found that the acoustic lens had a scratch which reached to the glue-layer. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found that the acoustic lens had a scratch which reached to the glue-layer due to physical stress such as dropping / knocking. Additional findings include the following: the bending section cover had a scratch and has lost water tightness, the adhesive on the bending section cover is detached / had a chip / had a crack, the forceps control lever does not move smoothly, the objective lens had a scratch / had a crack, the connecting tube had a scratch, the displayed ultrasound image was defective with missing elements, and there was a chip in adhesive area between the acoustic lens and the ultrasound probe. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed damaged/broken ultrasonic probe issue could not be determined, however, the probe damage was likely the result of user handling. Olympus will continue to monitor field performance for this device.